Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited t wave oversensing leading into an inappropriate shock. The shock therapy accelerated the rhythm to ventricular fibrillation (vf) and it was successfully converted by a second shock. Technical services (ts) discussed troubleshooting options. This electrode remains in service. No additional adverse patient effects were reported.